Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733580, serial/lot #: (B)(4), ubd: 01-jan-2050. The footswitch was returned to the manufacturer for analysis. Analysis found that the foot switch port was not functional when connected to a known good system. All other ports were functional. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that during a visit to the site, the foot pedal was unable to establish connection while in the cranial software. The medtronic representative (mr) was able to bring in a secondary pedal from another system, but that switch also would not establish communication. Technical services (ts) had the mr check over the foot pedal and I/o panel connection. The mr tried to reseed the cables running from the I/o panel to the polaris spectra system control unit (scu) to re-establish connection. The site's other navigation devices were all in case, so the mr was unable to try the footswitch on another navigation device. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the footswitch had failed. The break-out box (which contains I/o panel ports for the footswitch) and footswitch were replaced. The general failure was resolved and the system passed the system checkout. Analysis in previous regulatory rep #: 1723170-2019-03845 indicated that the footswitch had been returned but the footswitch was not returned. The returned product which underwent analysis was the break-out box. Analysis found that the foot switch port was not functional when connected to a known good system. All other ports were functional. Analysis found that the failure mode was electrical. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.